Event description:
The technician alleged that the brake casters are ratcheting while in brake mode. No pt impact.

Manufacturer narrative:
The technician replaced the brake casters and installed a brake steer upgrade kit to resolve the issue.